Event description:
It was reported that the patient underwent a posterior l4-s1 fusion using rhbmp-2/acs. Approximately 5 years post-op, the patient presented with back, leg, and buttock pain. The patient reported having the pain for the past year, but that it had worsened considerably within the past 3 months. CT, MRI and x-rays were performed and found bone resorption. A revision surgery is scheduled but has not been conducted at this time.

Manufacturer narrative:
(B) (4). A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.